Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The return sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Investigation (B)(4) menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This (B)(4) was reviewed at aqrt and the outcome determination was to recall the four batches (B)(4).

Event description:
Event verbatim [preferred term] they were open, like they won't seal so the black is all spread all over the package [device leakage] , . Case narrative:the initial case was missing the following minimum criteria: no adverse event, product complaint only. Upon receipt of follow-up information on 26oct2018, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) (device lot number t26691, expiration date jul2020) from an unspecified date for menstrual cramps. The patient's medical history was reported as none. There were no concomitant medications. On (B)(6) 2018, the patient reported they were open, like they won't seal so the black is all spread all over the package, so they weren't usable. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The return sample has not been received at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Investigation pr 2379610 t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26691 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation pr (B)(4). Follow-up (26oct2018): new information received from product quality complaints (pqc) group included: product quality investigation results. This follow-up report is being submitted as a reportable device malfunction MDR. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.